Manufacturer narrative:
Device evaluated by MFR.: the inner diameter (ID) of the catheter was measured at proximal end of the guidewire lumen and distal tip, which is within the sterling specifications. Functional testing was performed by loading the guidewire into the tip and proximal end of the guidewire lumen of the device and not from the tip and guidewire exit notch. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous vessel in the left antebrachial region. A 4fr sheath and a non bsc guide wire were advanced to the lesion. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was selected and advanced; however the device became stuck with the non-bsc guide wire and the shaft of the device was bent. The devices were removed together and were able to be separated outside the patient's body. The physician tried to re-advance the sterling balloon catheter but the same issue occurred. The 5 cm from the tip coating of the non-bsc guide wire appeared to peel away. When the physician touched the non-bsc guide wire, "something different" was noted. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous vessel in the left antebrachial region. A 4fr sheath and a non bsc guide wire were advanced to the lesion. A 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was selected and advanced; however, the device became stuck with the non-bsc guide wire and the shaft of the device was bent. The devices were removed together and were able to be separated outside the patient's body. The physician tried to re-advance the sterling¿ balloon catheter but the same issue occurred. The 5 cm from the tip coating of the non-bsc guide wire appeared to peel away. When the physician touched the non-bsc guide wire, "something different" was noted. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a sterling balloon catheter with no other devices. There was blood in the guidewire lumen. The inner diameter (ID) of the catheter was measured which is within the sterling specifications. The inner shaft within the balloon was kinked in numerous locations. Microscopic examination inspection revealed no damage or irregularities on the manifold, tip, welds, and markerbands. Functional testing was performed by loading the guidewire into the tip and guidewire exit notch of the device. The guidewire was advanced through the lumen with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).